Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found the outer insulation was abraded at 18 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.